Event description:
The user experienced low ion selective electrode (ise) sodium results since replacing the sodium electrode on week ago. The results for three patient samples in lithium heparin gel barrier plasma tubes were questioned. Serum samples in gel barrier tubes from the same draw were sent to another laboratory for repeat testing on a beckman analyzer. All results are in mmol/l. Patient sample 1 initial result was 127 with a data flag and the repeat result was 134. Patient sample 2 was from a male patient. The initial result was 127 with a data flag and the repeat result was 139. Patient sample 3 was from a male patient. The initial result was 129 with a data flag and the repeat result was 139. The initial results were reported outside the laboratory. The results from the sister site were considered to be correct. The patients were not adversely affected and no treatment was provided based on the results that were reported outside the laboratory. The physician stated he did not think the results were correct but did not have them recollected. He said he would wait until next visit. The sodium electrode lot number was 21512152. The field service representative determined the electrode was new and needed more activations. He removed the electrodes, cleaned the flow path and performed five electrode activations. To verify the analyzer operation, he ran calibrations, quality control and precision testing which all passed.